Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
Received enquiry from patient via social media. The patient reported had a toric implantable collamer lens implanted for astigmatism on (B)(6) 2016. Has now reported lens dislocation due to sudden eye trauma and was requesting information for corrective surgery. The lens remains implanted.